Event description:
During a saphenous vein harvesting procedure, a scope was being used to view the dissection of the saphenous vein. During the case, it became difficult to see through the scope due to a spherical light refraction. The procedure was converted from minimally invasive to an open standard procedure to complete the case. No other complications occurred during the case. The pt was last reported to have recovered without any add'l complications.